Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the act button on the insulin pump was responding at random times. Customer's blood glucose was 157 mg/dl. Customer does not recall any significant event that may have caused the keypad issues. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump received with a button response due to corroded keypad traces. Insulin pump had minor scratches on display window, cracked battery tube threads and missing end cap sticker.